Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the up and down keypad buttons were intermittently unresponsive. The reporter stated that the keypad rubber was torn and peeling and that the ok symbol was worn. The reporter stated the damaged keypad condition occurred prior to the intermittent response issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: the keypad was observed to be peeling at the ok button and the keypad symbols were worn. All of the keypad buttons responded properly to testing. The keypad was removed and contamination under the contrast & up button contacts was observed. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast. A crack along the battery compartment extending from the threads to the case seal was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.